Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2021. Due to patient privacy laws the managing hospital did not communicate patient outcome information. However, based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(4), would not be returned for evaluation. The relevant sections of the device history records for mlp-016799 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on(B)(6) 2019.. The hm3 lvas IFU is currently available. No device related issues were reported by the account. The patient underwent a heart transplant on (b)96) 2021. No further information was provided. The manufacturer is closing the file on this event.